Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical devices : addrl1 device, implanted: (B)(6) 2014. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. It was noted beginning the week of (B)(6) 2015 the average rv lead impedance trend rose steadily from 838 ohms to 1458 ohms on (B)(6) 2015. There are no open circuit paces and no short circuit paces observed. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance, along with a suspected lead fracture. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.